Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. It was indicated that unknown size non-abbott delivery system was used which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was chosen for implant using an non abbott delivery system. During deployment, the device was not retaining its shape and it had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new unknown size non abbott device was selected. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as discharged.